Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly having issues with the internal device. Revision surgery is under consideration. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced intermittent sound. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrodes wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented several electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.